Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump was fall in water and the screen was completely blank. Customer blood glucose was 8.00mmol/l. Troubleshooting was performed. It was stated that the insulin pump was beeping and insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display/constant tone due to moisture damage at electronic assembly.